Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella cp pump inserted in the left femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported the patient was diagnosed with femoral nerve paralysis due to loss of sensation and muscle weakness in the left femoral nerve area after the impella was removed from the left femoral artery. The symptoms disappeared and the patient was discharged home. Relationship with impella is unknown. No further information was provided.